Manufacturer narrative:
Correction to h6, device code grid, from 'separation problem' to 'material deformation'. Visual inspection: the area around the threading is found to be deformed, likely due to force applied in an attempt to insert/thread the inserter into the cage. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. An exact root cause could not be determined, but may have occurred due to excessive or incorrect force applied during attachment of the implant to the inserter.

Event description:
It was reported that an avs tl spacer disengaged intra-operatively from the inserter while attempting to insert at the l4/5 level. There were no adverse consequences to the patient. The procedure was completed successfully by using a curved inserter and a different cage.

Manufacturer narrative:
Status of the device is unknown.

Event description:
It was reported that an avs tl spacer disengaged intra-operatively while attempting to insert at l4/5 level.